Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation .

Event description:
It was reported the subject device "the stylet could not be inserted into the needle. Blocked at the socket". The issue was found at preparation for use. The device was replaced and the intended procedure was completed using a similar device. There was no harm reported.

Manufacturer narrative:
This supplemental report is being submitted to inform correction to d7a of the initial emdr submitted. D7a has been corrected from yes to no. Please see section d7a for update. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device "the stylet could not be inserted into the needle. Blocked at the socket". The issue was found at preparation for use. The device was replaced and the intended procedure was completed using a similar device. There was no harm reported.